Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnostic procedure was continued when the issue happened. The procedure was completed using a mobile c-arm. The philips field service engineer (fse) visited onsite and found the system shutdown during a procedure and did not boot back up. After reviewing log file fse found the malfunction on x-ray-pc. Upon troubleshooting, fse determined that the issue was most likely caused by an x-ray pc hd disc bay. The cause of the x-ray pc failure determined by the supplier's part analysis and the failed component was hdd bay. To resolve the issue, on 21 sept 2024 fse replaced x-ray pc. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system shutdown during a procedure and did not boot back up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.